Manufacturer narrative:
(B)(6). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 9 months. A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, the patient suffered a subarachnoid hemorrhage. The cause of the event was due to the complexities of medical management. On (B)(6) 2016, the patient suffered an intracranial hemorrhage in the left cerebral hemisphere. The cause of the event was due to the complexities of medical management. No further information was provided.